Event description:
Complaint was reported as the following: when loading a clip into the applier jaws for placement onto the cholangiogram catheter the clip would not fully open. The next clip loaded properly, however after the clip was in place the applier jaws didn't retract and open after the release of the trigger handle. The applier was freed (cut) from the cystic duct and endoloops were used to close off the cystic duct. No report of patient injury.

Manufacturer narrative:
The device sample was returned for evaluation. The device history record review for the reported lot number did not show any issues related to the complaint. The complaint cannot be confirmed since the sample was not available for investigation. Root cause - unk. The mfg facility will continue to monitor and trend related complaints.